Manufacturer narrative:
B5: the reporter indicated the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, +3.00/+3.0/094 (sphere/cylinder/axis) in the patients right eye (od) on (B)(6) 2021. The reporter indicated the patient had an extended pupil after 2 weeks post-op. At the last post-op visit on (B)(6) 2021, the pupil reaction was normal and the patient was happy. The patient will be monitored. The lens remained implanted and the problem was resolved. The cause of the event was unknown. H6 - work order search: no similar complaint was reported for units within the same lot. Corrected data: d2: common device name - phakic toric intraocular lens. Product code: qcb. E1: address - (B)(6). (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patients right eye (od). The reporter indicated the patient had an extended pupil after 2 weeks post-op. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).